Event description:
The patient reported several incidents where her insulin infusion set tubing separated from the luer lock, including two that occurred in the middle of the night. The patient stated her blood glucose readings were above 500 mg/dl when this occurred. She stated she gave herself an insulin injection to bring her blood glucose readings down to her normal range of 125-160 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.